Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 3.46 inr. No treatment information provided. No adverse event related to the device was reported. Requested return of suspect system however test strips will not be returned; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It has been reported the customer no longer has the strips. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 3.46 inr. No treatment information provided. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.